Manufacturer narrative:
Device analysis report attached. This report is submitted on may 07, 2024.

Event description:
Per the clinic, the patient developed a wound infection and exposure of the implant body at the implant site. Subsequently, the patient was hospitalized and was treated with systemic IV antibiotics (specific date and duration not reported), and underwent a skin flap revision surgery on (B)(6) 2024; however, the issue could not be resolved. The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.